Manufacturer narrative:
Concomitant product: product ID neu_refillneedle, serial# unknown, product type accessory. (B)(4). Analysis of the huber needle revealed the needle was occluded by inorganic material as well as tip and/or shaft damage from customer usage. Foreign material was found in the most distal end of the cannula and was later found to be silicone.

Event description:
It was reported that the cap was unable to be flushed due to a blocked 24g huber needle. The scrub nurse attempted to flush the cap with a 24g needle in the pump kit. She had applied significant pressure on the plunger of the syringe and was unable to flush the cap. The syringe was pointed straight up in the air to try and flush the needle, but the nurse was unable to do so. A 25g needle from the anesthesia cart was put on the syringe, and the cap flushed without difficulty. The physician used the needle from the anesthesia cart and was able to aspirate the cap without difficulty.